Event description:
The patient went to the emergency room (ER). They developed numbness and tingling from their chest down to their legs. They had profound weakness in their legs. This did not occur after any bolus usage. The patient last had a bolus approximately ten hours before this episode. They denied any previous problems up to this event. While in the ER, the numbness and weakness began to dissipate. They developed tachycardia as well as profuse sweating, nausea, and goosebumps. The patient was then given hydromorphone and ativan. The patient stated the hydromorphone and ativan significantly helped their symptoms. They were then sent home as sharp to follow-up with their healthcare provider on the following monday. The next day the patient again developed symptoms of rapid heart rate, sweating, goosebumps, and diarrhea. They felt they were experiencing a burning in the low back and legs area. They denied any numbness, tingling, or weakness with this episode. They reported becoming flushed. They again went to the emergency room and were given hydromorphone and ativan which significantly helped their symptoms. The pump was turned down to minimal flow rate. They were sent home with fourteen percocet 5/325 tablets. On (B)(6) 2015 the patient reported feeling flushed, sweating, and general malaise. They denied weakness, numbness, or tingling. They reported an increase in their low back pain. The location of their pain was bilateral low back, both hips, and left radiculopathy. The pain was made worse with physician activity, standing, and walking. It was made better with medication and rest. Their baseline or constant level of pain was a 2; lowest was a 1; worst was a 6. It was described as aching, throbbing, burning, and cramping. They reported awakening one hour a night due to pain, and they slept eight hours each night. Their gait was mildly antalgic, and they had an anxious mood and affect. They were given a duragesic patch, lortab, and hydroxyzine. It was also reported that the patient experienced overdose symptoms including weakness and numbness, underdose symptoms, and numbness from their chest to their feet. A dye study and rotor study were performed. Negative aspiration in the dye study provided 2 ml of fluid. Contrast was injected, and the dye appeared to flow out of the tip of the catheter into the intrathecal space with spread consistent with myelogram. The catheter appeared patent. Fluoroscopy was then utilized to survey the intrathecal pump reservoir insertion site. A 22-gauge huber needle was advanced into the pump chamber. Appropriate resistance was felt as the needle passed to the silicone. Aspiration was then performed for any residual fluid within the pump reservoir. Minimal fluid could be aspirated from the intrathecal pump chamber. A volume discrepancy was reported. The expected volume of 8.5 ml exceeded the actual volume of 0.1 ml (though it was also mentioned that 0 ml could be aspirated and the pump was dry). It reportedly looked like the pump had malfunctioned and dumped all of the medication in the patient. The pump was then filled with normal saline, and the catheter was primed with normal saline. The patient was monitored for approximately 30 minutes after the priming dose was given, and no adverse effects were noted. The patient was in withdrawal from their medications. They were to be placed on a duragesic 25 mcg patch and be provided with hydrocodone to assist with the withdrawal symptoms as well as pain control. A healthcare professional later reported that there had been a failure to aspirate, though it was unclear what this had meant as the summary regarding the dye study indicated there was no issue with the catheter. It was believed that the failure to aspirate pertained to the report of the pump having been dry when 8 ml was expected. The patient¿s pump and catheter were replaced on (B)(6) 2015. The logs revealed several patient activated (pa) requests at the same time or within one minute of a rejected pa requests. One instance occurred on each of the following days: (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, and (B)(6) 2015. The pump contained morphine and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) was updated. The pump was analyzed according to an approved deviation of the rpa work instructions for smii pumps. During the testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.